Event description:
During a remote follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The physician elected to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.